Event description:
An operation room director reported following an intraocular lens (iol) implant procedure, the patient was not happy with near vision, would prefer distance. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was refractive target was near but prefer distance. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating patient's symptoms were resolved. There was no patient harm. As per surgeon¿s prognosis patient was very happy at the time of reporting.

Manufacturer narrative:
Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The root cause was determined to be unrelated to the lens. The completed questionnaire indicated that the in the surgeon's opinion, a quality issue with the lens did not cause or contribute to the event. The root cause for the event was listed as "pt. Indecision". The questionnaire explained that the lens was explanted due to patient was unsure of what she wanted after procedure was done after trying to accommodate with this lens, the patient wanted it removed. The questionnaire indicated that the explanted lens was not available for return. Follow up attempts were made for more information. The replacement lens is unknown. The questionnaire indicated that the patient's issues have resolved and the surgeon's prognosis is good and the patient is very happy now. The manufacturer internal reference number is: (B)(4).